Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, there was extreme difficulty backloading the prostar device onto the guide wire. Ultimately the prostar xl device was loaded onto the guide wire, and the prostar xl device successfully deployed and hemostasis was achieved using this prostar xl device. There were no reported adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.